Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump alarmed button error. The customer's blood glucose value was 110 mg/dl. Customer called in stating that she was having an issue with the insulin pump. Customer stated that the reservoir was stuck in the insulin pump. The insulin pump will be returned for analysis.